Manufacturer narrative:
Insulin pump received with intermittent act button response due to corroded keypad traces. No button error alarm or frozen display during testing. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump had a frozen display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.